Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 7 displayed a 'failed to release' error and could not be recovered. All lights on the left side of the drawer were off. The system was rebooted and powered off for 10 minutes twice; however, recovery attempts were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 displayed a failed to release error. A field service engineer found that the drawer 7 legacy full height experienced pocket failures. The hardware test application was run and confirmed good hardware, and the cause could not be determined. The customer successfully recovered all pockets, and one pocket was removed due to a history of failures to resolve the issue. The system functioned as intended after the field service engineer inspected the issue.